Manufacturer narrative:
Product complaint # (B)(4).patient codes: 2687, 3165, 3189 - surgical intervention, 3191 - surgery prolonged a manufacturing record evaluation was performed for the finished device mpm883 batch number, and no non-conformances were identified h3 device evaluation summary photo: upon visual inspection of the pictures, a needle without a tip could be observed. However, no conclusion could be reach on how this happened. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. H3 device evaluation summary actual: a suture needle was submitted for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/ packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Additional information was requested and the following was obtained: what was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? Normal. Was any deficiency or anomaly noted on the needle tip prior to use? No. Was the needle tip removed from the patient during the initial procedure? No. I already described on cst. The needle tip was unfound. Couldn¿t find with the ultrasonic device. Was the tip of the device retained in the patient? Don¿t know. What tissue was the needle tip retained in? Cervix. Does the surgeon plan to remove the device pieces from the patient? Yes. After the child birth. What is the surgeon opinion as to relationship of the broken needle tip? Needle problem. The following information was requested, but unavailable: what was the name and indication for the initial procedure? What are the patient past medical and surgical history? What are the patient age, weight and bmi? What is the current condition of the patient?

Manufacturer narrative:
(B)(4). The photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name and indication for the initial procedure? What was the condition of the tissue (ie normal or thin, calcified, fragile, diseased)? Was any deficiency or anomaly noted on the needle tip prior to use? Clarify the number of devices break on the tip during the initial procedure? Was the needle tip removed from the patient during the initial procedure? Was the tip of the device retained in the patient? What tissue was the needle tip retained in? Does the surgeon plan to remove the device pieces from the patient? What is the surgeon opinion as to relationship of the broken needle tip? What are the patient past medical and surgical history? What are the patient age, weight and bmi? Do you have any suture samples / actual needle for evaluation? What is the current condition of the patient?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The needle tip was broke and observed after closing cervix. The surgeon couldn't find with an ultrasound device and was unable to perform x-ray as the patient is pregnant. The procedure was delayed an unknown amount of time. The needle tip is retained in the patient. The procedure was completed successfully. Additional information has been requested.